Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure submaximal expansion was noted. The target lesions were in the proximal portions of the left anterior descending (lad) and right coronary (rca) arteries. The physician attempted direct stenting of the proximal lad with a 3.0x8mm non-bsc drug eluting stent (des) but was not able to cross to the target lesion adequately. During removal, the stent dislodged and was "most likely lost outside the body." The physician predilated the target lesion with a 2.5x12mm non-bsc balloon catheter. A 3.5x8mm taxus express2 des was advanced and deployed at 16 atmospheres (atms). An "excellent angiographic result" was noted with 0% residual stenosis and timi 3 flow observed, no dissection and no side branch lost noted. The physician then predilated the target lesion in the proximal rca with a 2.5x15mm non-bsc balloon inflated to 10 atms. A 3.0x24mm taxus express2 des was deployed in the target lesion at 16 atms but appeared to have a "significantly underexpanded portion" in the mid lesion. Post dilation with a 3.5x12mm non-bsc balloon catheter inflated to 18 atms did not significantly improve the lesion appearance. A 4.0x9mm nc balloon was then advanced and inflated as high as 22 atms 3 times. The stent did not appear to be fully expanded; however, the appearance was improved. A 30% residual stenosis was noted with timi 3 flow, no dissection or side branch loss also noted. The patient was given aspirin and 600mg of plavix, angiomax and intracoronary nitroglycerin. Ninety two days later, the physician unsuccessfully attempted to cross the previously implanted taxus express2 des in the rca with a 2.0 ultra2 cutting balloon. It was discovered that the stent appeared "unexpanded." The physician attempted to treat the lesion with a 2.5x20mm maverick and a 3.5x8mm quantum maverick (inflated to 26-24atms) but the stent still did not expand. There were no additional patient complications reported with the patient's current condition listed as "ok." Additional information has been requested but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.